Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted with driveline power fault alarms. The controller was changed without resolution of the alarm. A log file submitted following the controller exchange continued to capture the fault alarms, indicating potential damage to the driveline. The modular cable was replaced; the fault alarms cleared. The patient was observed for over 1 hour and no additional alarms occurred. New log files following the modular cable replacement revealed no fault alarms. There were several low power advisories due to normal battery depletion. Prior to the driveline disconnection at 10:12 pm, there were several no external power events due to the controller leads being simultaneously disconnected from power. Additional information was requested but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the log file review. The log file spanned approximately 6 hours (B)(6) 2020 and (B)(6) 2021 from 01:22 to 05:57 per the timestamp). The events before (B)(6) 2021 are not related to the reported event. The controller was not synced to the clock when the driveline was connected on (B)(6) 2000 at 10:48. The clock was synced on (B)(6) 2000 at 13:05 to (B)(6) 2021 at 01:22. A driveline power fault alarm activated soon after the driveline was connected to the controller on (B)(6) 2000 at 10:48 due to a broken power a. When the alarm first become active, the current sense online a was 0.001 and the current sense on line b was 0.207. The alarm continued activate despite showing no controller fault flag. The alarm did not affect the controller¿s ability to operate the pump at the set speed limit. No other notable alarm was observed. The modular cable, lot 7327184, was not returned for analysis. Additional information on 08dec2021 stated that the modular cable was replaced along with controller. The driveline power fault alarm resolved. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including driveline power fault. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.